Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient fell and afterwards their coverage was not as good. Impedances were within normal limits. The rep reprogrammed the ins and was able to get effective stimulation. The issue was considered resolved. No further complications were reported.